Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated surgical procedure, noise was detected and caused in delivery of inappropriate shock. No magnet was used during the procedure. No further information available.

Event description:
New information received notes that the patient is doing well and had experienced no complications.